Event description:
It was reported that the tuftex otw balloon ruptured during pre-testing. The device was not used on the patient. A replacement device was used to complete the procedure. No patient injury was reported. Note: this is report 2 of 2 related to the second catheter used in the event.

Manufacturer narrative:
The device was not received for investigation; however, the provided video confirmed the report. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. Balloon rupture is an inherent risk of using this product. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests met their requirements. Note: this is report 2 of 2 related to the second catheter used in the event.